Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece went down in the middle of cuts. Surgical delay- 30-60 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the mics hand piece went down in the middle of cuts resulting in surgical delay of 30-60 minutes. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0as6 and all 25 devices were accepted into final stock on 2/9/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as6 shows 1 additional complaints related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
Mics handpiece went down in the middle of cuts. Surgical delay- 30-60 minutes. Case type: tka.